Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected per the customer request.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.